Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure when the surgeon was doing a postoperative check, he noted a scratch on the iol. There was no impact on the patient and the lens remains implanted.